Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on november 7, 2020 due to unconscious as well as the customer experienced a low blood glucose and the value was 2.2 mmol/l. Customer had been at party with higher blood glucose, once coming home caller was 11.1 mmol/l but quickly dropped when going to bed. Customer stated that they feel ok to do troubleshooting. Customer¿s blood glucose value was 7.1 mmol/l. Customer treated with glucozede for low blood glucose. Customer advised the auto mode feature was active during the serious injury event. The device will not return for the analysis.